Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issues occurred due to damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a noisy image that was unviewable. There was no patient involvement.